Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during investigation, the keypad cover was removed and there was contamination observed under all of the pump¿s keypad button contacts. The pump powered on and the display was found to be dim and discolored. Unrelated to these issues, the keypad cover was observed to worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the pump's keypad button contacts. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/01/2015.